Manufacturer narrative:
The customer contacted a siemens customer care center and stated that their quality controls were within acceptable range. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse determined that the instrument was showing level sensing (lls) errors. The cse also found that the dilution probe (dpp) mechanism was bent and the spring was touching the probe. The cse adjusted dpp mechanism and replaced the dpp lls preamp board. The cse then found that the dilution cuvette ring position was misaligned for the sample pipetting probe. The cse adjusted the position of the dilution tray and related components. The cse also found that the sample pipetting probe was bent and loose. The cse replaced the sample pipetting probe and adjusted the probe. As a precautionary measure, the cse replaced the dilution probe valve and check valve. The customer did not obtain any additional discordant results after troubleshooting. The cse performed comparison study using patient samples, which resulted acceptable. The cause of the discordant results on multiple patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant sodium (na), direct high density lipoprotein cholesterol (d-hdl), cholesterol_2 (chol_2), low density lipoprotein direct (dldl), triglyceride_2 (trig_2), urea nitrogen (un), calcium (ca), chloride (cl), glucose hexokinase_3 concentrated (gluh_c), potassium (k), magnesium (mg), inorganic phosphorus (ip), direct bilirubin_2 (dbil_2), enzymatic creatinine (ecre_2), uric acid (ua), albumin bcp (albp), wide range c-reactive protein (wrcrp), alanine aminotransferase (altp5p), amylase (amylas), aspartate aminotransferase (astp5p), creatine kinase (cknac), gamma-glutamyl transferase (ggt ), lactate dehydrogenase l-p (ldlp), and afos results were obtained on multiple patient samples on an advia chemistry xpt instrument. The discordant results were not reported to the physician(s). The samples were repeated either on the same instrument or on the alternate advia chemistry xpt instruments. The results obtained on the alternate instruments were considered correct by the customer and reported to the physician(s). It is unknown if the repeat results obtained on the original advia chemistry xpt instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
The initial MDR 2432235-2017-00281 was filed on april 24, 2017. Additional information (04/24/2017): initial MDR mentions one of the assays being affected as afos. The complete name of this assay is concentrated alkaline phosphatase_2 (alp_2c). Additional information (04/25/2017): a siemens headquarters support center (hsc) specialist reviewed the service report and determined that the bent dilution probe mechanism and loose sample pipetting probe can impact level sensing and aspiration of sample, which could impact results. As multiple parts were replaced, the hsc specialist could not determine the cause of the discordant results on multiple patient samples.

Event description:
Discordant sodium (na), direct high density lipoprotein cholesterol (d-hdl), cholesterol_2 (chol_2), low density lipoprotein direct (dldl), triglyceride_2 (trig_2), urea nitrogen (un), calcium (ca), chloride (cl), glucose hexokinase_3 concentrated (gluh_c), potassium (k), magnesium (mg), inorganic phosphorus (ip), direct bilirubin_2 (dbil_2), enzymatic creatinine (ecre_2), uric acid (ua), albumin bcp (albp), wide range c-reactive protein (wrcrp), alanine aminotransferase (altp5p), amylase (amylas), aspartate aminotransferase (astp5p), creatine kinase (cknac), gamma-glutamyl transferase (ggt ), lactate dehydrogenase l-p (ldlp), and concentrated alkaline phosphatase_2 (alp_2c) results were obtained on multiple patient samples on an advia chemistry xpt instrument. The discordant results were not reported to the physician(s). The samples were repeated either on the same instrument or on the alternate advia chemistry xpt instruments. The results obtained on the alternate instruments were considered correct by the customer and reported to the physician(s). It is unknown if the repeat results obtained on the original advia chemistry xpt instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.